Event description:
While threading the central line catheter, the catheter was retracted slightly and it broke cleanly. They were able to retrieve the fractured piece - the procedure was completed with a new catheter. The patient was not harmed.